Event description:
Info was received that reported a pt was hospitalized in 2008, due to an incident of hyperglycemia. The pt was brought to the hospital when her blood glucose was >450 mg/dl. At the hosp it was discovered that the tip of the cartridge had broken off inside the luer lock of the infusion set tubing and that insulin was leaking around that area where the tubing connects to the cartridge. She had last changed her infusion set on the morning of 2008. The pt was treated with IV insulin and fluids. The device should be returned for evaluation; but as of the date of this report had not been returned for evaluation.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device evaluation. When and if the device becomes available and is returned and evaluated the MFR will file a follow-up report detailing the results of the evaluation.